Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis. On an unknown date, the patient began peritoneal dialysis treatment. The partner of the patient called to report that the patient has peritonitis. It was unknown if the peritonitis resolved. Medical history and concomitant medications were not reported. The reporter believed that the event of peritonitis was related to pd therapy. No further information will be requested due to the patient will not give permission to contact the health care provider.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.